Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported receiving readings of 5.3 and 3 mmol/l on the adc device, compared to readings of 4.8 and 1.6 mmol/l obtained on a healthcare professional (hcp) meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as a seizure and was unable to self treat. The customer received treatment of two tubes of glucose from an hcp. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.